Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The patient had a fever, chills, and abdominal pain, and was later diagnosed with peritonitis. The patient was hospitalized for the events and began treatment with unspecified antibiotics. The cause of the peritonitis was unknown. The patient's pd catheter was removed and pd therapy was discontinued. The patient was placed on back up hemodialysis. At the time of this report, the patient was recovering from the event of peritonitis. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12h02070 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.